Manufacturer narrative:
This device is used for treatment not diagnosis. One controller ((B)(4) ) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose, contaminated driveline connector. An internal inspection of the controller did not reveal foreign material. The manufacturers internal investigation concluded that the most likely root cause of this issue is an inadequate thread locker which allows the nut to break free from its installed position.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that the loose driveline connector at the controller was found. The patient tolerated the exchange of controllers well.